Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to confirm led anomaly or perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. No moisture damage found on the keypad assembly or motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that the charger may not be working and there was red led light on charger. The customer¿s blood glucose level was 131 mg/dl. The insulin pump will be returned for analysis.